Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to detach. The two capsules failed to deploy in the esophagus. Both are of the same lot number. There was no reported patient involvement and outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bravo capsule failed to detach. The two capsules failed to deploy in the esophagus. Both are of the same lot number. The device would not be returned for evaluation. There was no repeat procedure performed and no injury to the patient.